Manufacturer narrative:
The patient was reimplanted with a new device june 26, 2014. This report is filed july 22, 2014.

Event description:
Per the clinic, the patient experienced healing issues at the implant site resulting in exposure of the device; subsequently the device was explanted (B)(6) 2014.

Manufacturer narrative:
(B)(6). Device currently unavailable.